Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic with left salpingo-oophorectomy, right salpingectomy and lysis of adhesions, the doctor was using the handle and 45 mm reloads. The doctor then switched to 60 mm reloads and it would only fire to 45 mm. There was no patient injury.